Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of the event was not reported. The same day as event onset, the patient was treated with meropenem injection (500mg, 3 bags each day, intraperitoneal), amikacin injection (100mg, 2 bags each day, intraperitoneal) and vancomycin injection (1g, weekly 2 gm) for peritonitis. Pd therapy was ongoing. Patient hospitalization and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported the patient was not hospitalized for the event. On an unknown date, treatment was discontinued, the patient was recovered and pd therapy was discontinued. Should additional relevant information become available, a supplemental report will be submitted.